Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, but the exact cause of the kink could not be determined from the evidence that was provided for investigation. One photograph of a radiographic image, one video showing the removal of a catheter, and one screenshot of the 3cg waveforms were provided for investigation. The radiographic image showed the catheter tubing doubling back on itself in two locations near the insertion site in the upper arm. The video showed a complete removal of the catheter from the patient. One point on the catheter exhibited what appeared to be a crease from kinking. It was reported that kinking was evident near the 7cm depth mark. The screenshot showed both external and intravascular waveforms. Since a kink in the tubing was observed, the complaint was confirmed; however, there was insufficient evidence to determine the root cause of the event. Potential contributing factors include insertion technique or location and anatomical features of the patient. The instructions for use (IFU) state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redw3762 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a "PICC catheter was placed due to requiring chemotherapy for breast cancer, the catheter is 4 fr monolumen 3cg on (B)(6) 2020, it was placed with a single puncture during procedure, there were no complications, the catheter was cut in 39cm. A confirmation image of the catheter tip was taken with the intracavitary electrocardiography method, commercially called sherlock technology, vein is channeled at 2.5cm depth since the patient has deep veins due to obesity. This day she receives chemotherapy through the catheter without any complications, there are no occlusions and for today (B)(6) 2020 the first maintenance of the catheter is performed, at the time of irrigation it is occluded with a lot resistance to the saline solution, no maneuvers are performed to uncover it since positional occlusion is suspected and it is reported to the doctor on duty in outpatient chemotherapy, she is ordered to take a chest x-ray and the kink is evidenced in the arm, the catheter needed to be removed in this procedure. There were no complications and kinking is evident in the 7th centimeter, the catheter is washed, disinfected, allowed to dry and the respective packaging is carried out, explained the situation to the patient. The patient requires a new placement of the PICC catheter given the chemotherapy treatment and the difficulty of its venous access, which is scheduled for the next chemotherapy that will be in the next week. We do not see any explanation given that the pertinent techniques for inserting the device were maintained by the operator who placed the catheter."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw3762 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a "PICC catheter was placed due to requiring chemotherapy for breast cancer, the catheter is 4 fr monolumen 3cg on (B)(6) 2020, it was placed with a single puncture during procedure, there were no complications, the catheter was cut in 39cm. A confirmation image of the catheter tip was taken with the intracavitary electrocardiography method, commercially called sherlock technology, vein is channeled at 2.5cm depth since the patient has deep veins due to obesity. This day she receives chemotherapy through the catheter without any complications, there are no occlusions and for today (B)(6) 2020 the first maintenance of the catheter is performed, at the time of irrigation it is occluded with a lot resistance to the saline solution, no maneuvers are performed to uncover it since positional occlusion is suspected and it is reported to the doctor on duty in outpatient chemotherapy, she is ordered to take a chest x-ray and the kink is evidenced in the arm, the catheter needed to be removed in this procedure. There were no complications and kinking is evident in the 7th centimeter, the catheter is washed, disinfected, allowed to dry and the respective packaging is carried out, explained the situation to the patient. The patient requires a new placement of the PICC catheter given the chemotherapy treatment and the difficulty of its venous access, which is scheduled for the next chemotherapy that will be in the next week. We do not see any explanation given that the pertinent techniques for inserting the device were maintained by the operator who placed the catheter."